Event description:
After an implantation time of about 2 years, this lead and ICD were explanted due to oversensing. No adverse patient side effects have been reported. The event date and explant were not provided.

Manufacturer narrative:
The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the vcs shock coil and fixation helix resulted most likely from the explantation procedure.